Event description:
According to the rptr: the balloon burst, thought it was inflated at 25cc. The incident happened 30 mins after the operation began. All pieces were removed from pt. No ill effect; the operating time was not extended by more than 30 mins. The device was removed and replaced by another one, through the same incision.

Manufacturer narrative:
(B)(4).